Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, detached end cap, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked case at reservoir tube window corners, broken belt clip slot, stained end cap sticker, stained address/serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had crack on reservoir and battery compartment. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.